Event description:
It was reported that while using it bd bactec¿ mgit¿ 320 system false negative results were obtained by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "the client informs us that the vials were positive for tuberculosis while the machine returned them negative; the curves are flat. We asked the customer if she checked that there was no debris in the affected tube stations."

Manufacturer narrative:
Investigation summary: customer reported a false negative issue on issue on a bd bactec mgit 320 instrument (p/n 441743, s/n (B)(6)). Client indicated that vials were positive for tuberculosis while the machine returned them negative, the curves are flat. They asked the customer if they checked that there was no debris in the affected tube stations. The bd remote assistance spoke to the client about this question and the functioning if the mgit was not in question. They observed that it can happen on rare occasions, this situation was documented and described in our various training and user manuals. Review of the device history record not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using it bd bactec¿ mgit¿ 320 system false negative results were obtained by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "the client informs us that the vials were positive for tuberculosis while the machine returned them negative; the curves are flat. We asked the customer if she checked that there was no debris in the affected tube stations".